Event description:
It was reported that bd insyte autog bc catheter, broke/separated. The following information was provided by the initial reporter: the product for the incident #1, the product was not retained. I report the bd 2/26 oswego health did not retain the product. I did submit an additional incident where the product was saved, same situation and item. (Previous complaint statement: "IV was removing and the tip broke off. Visual confirmation of the tip broken was observed. Provided orders for intervention, diagnostic testing".) I have not received any correspondence regarding incident #2.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined. One 20g insyte autoguard device from lot number 4276451 was provided for investigation. A v-shape hole was identified in the catheter tubing. The shape and size of the hole was consistent with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.